Event description:
The infant was discharged from the hospital to home care with a trach in place. The infant did not tolerate the first tracheostomy change at home and was transported to the ER. Upon trach change in the ER the infant recovered with no incident related medical sequelae.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.